Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18541 - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion sets fell off during use. Infusion set was in use for 1.5 to 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information available.